Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Medtronic legal received information regarding defective insulin pump from the attorney of the family. The information received on (B)(6) 2021. Customer stated insulin pump failed in its delivery of insulin to her, resulting in hyperglycemia. The customer was using minimed 630g series insulin pump. The insulin pump will be and reservoir will not be returned for analysis.